Event description:
The customer reported that the device was failing the operational check due to a pacer malfunction. There is no indication of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).